Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2005; 694965 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing a thumping sensation since their last device check. It was noted that the patient was experiencing intermittent phrenic nerve stimulation that was positional in nature. The left ventricular (lv) lead was reprogrammed to a lower output and remains in use. No further patient complications have been reported as a result of this event.